Manufacturer narrative:
Product analysis #(B)(4):¿ equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361) ¿ as found condition: the pipeline flex shield was returned stuck inside the phenom 27 catheter, within the inner pouch and outer carton, a sealed bio-hazard bag, and a shipping box. ¿ damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The braid's distal end was not opened due to the damaged braid. The proximal end of the braid was opened and frayed. No bends were found on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad, or proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body was found to be accordioned at 8.9cm to 19.2cm from the distal tip. No other anomalies were observed. ¿ testing/analysis: the catheter was cut to remove the pipeline flex shield. The catheter total and usable length were measured within specifications. The catheter was flushed with water and found patent. The catheter was tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub without issues; however, resistance was observed at the damaged locations. ¿ conclusion: based on the returned devices, the customer complaint was confirmed that the braid's distal end was not opened due to a damaged braid. The cause of the failure to open could not be determined. Possible causes of failure to open include severe vessel tortuosity and damaged braid. The braid can become damaged due to resheathing more than two times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. In addition, the pipeline flex shield was returned stuck inside the phenom catheter. The pipeline flex shield and catheter were damaged. From the damages seen on the catheter (accordioning), braid (fraying), and hypotube (stretching), it appears there was a high force used. These damages may have occurred when the customer attempted to advance/retrieve the pipeline flex shield through the catheter against resistance. However, the cause of resistance could not be determined. Possible resistance causes include severe vessel tortuosity and lack of continuous flush with heparinized saline during the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open at the distal end. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for a ruptured left supraclenoid ica aneurysm with a dissecting blister morphology. Aneurysm dimensions: max diameter 4.2 mm and neck diameter 2.3 mm. Landing zone (artery size): distal 2.8 mm and proximal 4.3 mm. The vessel tortuosity was severe. A 5mm distal landing zone was available below right ica bifurcation, so physician decided to deploy below bifurcation only. As per the arterial measurements, the physician decided to take ped2-450-16. Due to extreme tortuosity of right ica, they decided to open this pipeline in right mca <(>&<)> then drag it below ica bifurcation. The physician had to put lot of force to push this pipeline forward due to tortuosity, when they started opening this pipeline before right mca bifurcation, ptfe sleeves were not releasing the distal part of pipeline even after so many efforts of unsheathing <(>&<)> re-sheathing. After sometime, the distal part was opened. The physician realized that there was some issue in the pipeline's distal strands. They still went on opening the device more. But after distal opening, again the device started to ribbon <(>&<)> was not opening at all. The physician decided to take out this pipeline shield fd <(>&<)> phenom-27. Next the physician decided to take ped2-450-20 this time with same phenom-27. Again, they were facing the same issue of too much extra force while pushing this pipeline. This time they decided to deploy before the temporal branch of right mca till right ica. The same issue of distal opening occurred but this time distal opening was not proper at all. The physician kept on going opening the device thinking that they would take care of the distal through massaging or ballooning. The device had started opening nicely as it was coming closer to ica bifurcation and even till aneurysm neck. There was a very tight loop present proximal to the aneurysm in which the pipeline would not open at all. The physician had to take out the pipeline as well and the case had to be abandoned as this aneurysm could not be coiled. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline resheathed more than 2 times. The pipeline was removed from the patient. The pipeline was resheathed and removed with the microcatheter. Dapt (dual antiplatelet treatment) was administered. Angiographic result post procedure: procedure was abandoned. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the cause of the pipeline failure ss per physician, was due to extreme anatomical tortuosity in both sizes. There was some issue in ptfe sleeve of ped2-450-16 due to which it didn¿t open up properly at distal end then ped2-450-20 did not open properly distally in tight bend of carotid siphon also. There was no damage to the pipeline pushwire or catheter observed.